Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site name, event site address, event site city). Event site name: (B)(6). Event site address: (B)(6). Event site city: (B)(6).

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - b7, d10, e2. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and an inspection was carried out on the bia model cs300 equipment, which revealed that the optical module was damaged, but without interfering with the functioning of the therapy, according to technical analysis and information from the clinical team that this mode is not used in the hospital. During the tests, a failure in the automatic charging was identified. After detailed analysis, the presence of blood was found in the internal system of the equipment, reaching the blood detection board and other internal parts. As a safety measure, the system automatically interrupted the therapy. The defective fiber optic module was disabled in order to eliminate alarms during startup. The equipment remains blocked for use, awaiting replacement of the affected components. The purge valve assembly, condensate removal module, safety disk, fill manifold assembly, drive assembly, battery required for replacement. The quote will be sent to the customer. To date, the customer has not responded to our questions nor has indicated approval of the repair proposal, which possibly indicates that they will not proceed with the process. If information is received, the complaint will be reopened and updated.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11.corrected fields: h6(problem code, type of investigation, investigation findings, component codes)

Manufacturer narrative:
Updated fields: b4, g3, g6, h11. Corrected fields: h1 ( type of reportable event).

Manufacturer narrative:
Due to character limitation in e1, full initial reporter name (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) experienced failure in fiber optical sensor module. Balloon bursted inside the patient. There are no reports of complications directly related to the balloon, but the patient died.